Manufacturer narrative:
During device evaluation, no image was confirmed as the image was not displayed due to damage on the charge coupled device unit and because electrical contact of the video connector was shaved. The e218 scope communication was also confirmed due to damage on the circuit board of the video plug section. Additional findings include the following: the control unit, grip, up/down plate, right/left plate, switch 1, forceps elevator lever, angulation lever, light-guide cover glass, light guide connector, video connector case, and video connector all had a scratch; and the video connector also had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The endoeye flex deflectable videoscope was returned to olympus, and upon evaluation the loaner device had no image and an e218 scope communication error. No patient harm was reported to be associated with the event.